Event description:
Received vitek tmj implants. Implant was removed in 1990. Oct. 2002 and july 2003 developed tumors, one above left eye and the other behind left ear. Currently has fibromyalgia, headaches, ear aches, sleep apnea. 1992 had hysterectomy which gyneocologist said may be linked to the device.